Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the monitor went out on the central monitoring system (cns). The power supply is making a clicking sound. An attempt to reset the power supply did not resolve the issue. Patients were moved to a single monitor to resolve the issue until the power supply is replaced. Customer does not have failed power supply anymore. Unit was thrown away. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The biomedical engineer reports that the monitor went out on the central monitoring system (cns). The power supply is making a clicking sound. An attempt to reset the power supply did not resolve the issue. Patients were moved to a single monitor to resolve the issue until the power supply is replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the monitor went out on the central monitoring system (cns). The power supply is making a clicking sound. An attempt to reset the power supply did not resolve the issue. Patients were moved to a single monitor to resolve the issue until the power supply is replaced.